Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm during a bolus delivery. Customer's blood glucose was 558 mg/dl. After troubleshooting, customer was advised the device was functioning as designed, the alarm was caused by the set and reservoir occlusion. Customer will not be returning the device for analysis.